Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged resulting in pump shutdown. Customer's blood glucose level was displayed as high. Customer did not treat elevated bg level at time of event. The customer reverted to manual injections for insulin therapy.